Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/05/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 07/08/2016 a medtronic representative, following-up at the site, checked the navigation system on site and batteries are fully charged. Device working fine. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system batteries do not keep their charge. No further details regarding the behavior were provided. There was no patient present when this issue was identified.